Event description:
It was reported that ¿the inner tip was broken during the procedure.¿ there was no reported patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: analysis not available, device not returned for evaluation.